Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 20.1 mmol, 3.4mmol. Tests were done within 20 mins with a difference of 126%. Pt did not experience any adverse events. No further info has been reported.